Event description:
As reported by the user facility. Met resistance when they were trying to remove catheter. It was determined that the catheter had looped on itself approx 3-4cm from tip. Pt did not exhibit any pain. Catheter is to be surgically removed. Additional info provided by the anesthesiologist indicated a 30 min laminotomy was performed and the catheter was found still to be in the epidural space. The catheter was removed without incident and the pt suffered no additional adverse sequela associated with this incident. The doctor does not know where the sample is at this time. It is possible the sample or a photo will be sent. The lot number is not available and will not be possible to obtain. No other info is available at this time.

Manufacturer narrative:
The actual device in the incident was not made available to the MFR to be evaluated, and a lot number or item number were not reported. Without the sample, a lot number or an item number a thorough evaluation could not be performed. No specific conclusions can be drawn. If the sample or add'l pertinent info is received, a follow -up report will be filed.